Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination confirmed that the stent was kinked in its center and the stent struts were raised at this position. This damage is consistent with the stent meeting resistance during the advancement of the device. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with the application of excessive force to the delivery system. The tip of the device was examined and there was no issue with its profile. The balloon cone profile was reviewed and no issues were noted with the overall balloon profile. The balloon was tightly wrapped, evenly folded and not subjected to positive pressure. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 29-oct-2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 34x3.5mm target lesion was located in the non tortuous left anterior descending (lad) artery. A 38mmx3.50mm taxus¿ element¿ long drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.